Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose. The customer's blood glucose was 449 mg/dl at the time of the incident. The time of the hospitalization was 6am and the date of the hospitalization was (B)(6) 2015. The customer's mother stated that the insulin pump did not alarm for bent cannula. The customer's mother stated that the cannula was bent when they removed the infusion set. The customer's mother also stated that her daughter was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.